Manufacturer narrative:
(B)(4). This customer reported that the therapy/pacing module was "broken". There was no report of any patient involvement. The defibrillator was evaluated at philips. Opcheck failures related to the therapy board were reproduced. Replacement of the therapy pca resolved this issue.

Event description:
This customer reported that the therapy/pacing module was "broken." There was no report of any patient involvement.